Event description:
Unable to read blood glucose; I have been using libre 2 continuous blood glucose monitor, cgm. I have now had 4, going on 4 faulty sensors that have been replaced due to they stopped working, didn't work at all or barely worked. I have compared the values to my finger stick glucometer. The values tend to be extremely different. Their product is a failure in my opinion as a medical device. I switched from the dexcom g6 to the libre 2 because the cost went from 359 per month to 75 per month for the sensors. These sensors keep failing and I believe abbott has to know they have issues on these sensors. FDA safety report ID # (B)(4).